Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2016-00042. It was reported the patient experienced ineffective stimulation due to lead migration. Reportedly, the issue was confirmed by x-ray imaging. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Corrected data: reference MFR. Report#1627487-2017-00042 (year updated from previously submitted 2016).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2.reference MFR. Report#1627487-2017-00042.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2:reference MFR. Report#1627487-2016-00042.follow-up identified surgical intervention was undertaken during which time the migrated leads were explanted and replaced which resolved the issue.